Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated for over a month now (confirmed last month), they have been having to reset controller to get the controller to work after being unresponsive. Patient said now the controller is completely done and was blank. Patient said they tried plugged into ac power and resetting controller but still controller was unresponsive. Patient then said they charged the controller last night, and today the controller was completely done. Patient also mentioned they had seen software problem a month ago. Agent asked, patient did not have the ac power supply with them during the call to do further troubleshooting, and did not have access to aa batteries. Reviewed troubleshooting would need to be sent to determine correct replacement and to call back with everything for troubleshooting. The patient demanded both controller and battery pack be replaced as they were in pain and couldn't wait until monday to call back as they were at work. Agent reviewed could send replacement controller, but patient again demanded both controller and battery be replaced and started to get escalated. Patient again repeated they were in pain and had tried calling earlier this week but had to wait on hold. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack. Agent reviewed to have all equipment with should patient need to call in the future for troubleshooting. The caller also had a damaged belt. Patient stated the belts came apart very easily, and noticed this belt coming apart a couple, 3 weeks ago, later confirmed last month around they time they noticed controller issues. Patient said they took the belt to joann's fabric to have them sew it where the belt was coming apart again. An email was sent to repair.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient b3: date is estimated; month and year are valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The product ID 97745 lot# serial# (B)(6) was returned for product analysis. The analysis found that the battery contacts broken/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.